Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: the audio bolus button cover is intact and responds normal to user input. Investigators were unable to duplicate customer complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The audio bolus button has become entirely unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.